Manufacturer narrative:
During a review of our files, it was determined that this event had not been reported to the FDA. Based on information received, it was determined that this event should be reported as a precaution.

Event description:
Customer reported that product "snapped" during procedure when the surgeon went to implant it. No back-up device was used and no injuries were reported.